Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by draw testing and the indicated failure mode for underfill with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use tube was under filled with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: low-vacuum tube was found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use tube was under filled with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: low-vacuum tube was found.